Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 21-feb-2017, an fse visited the customer site and replaced the bent probe, and checked all mechanical movements in software. The cleaned, lubed the x,y and z axis and the sampler loader, no obstructions were found. The fse ran two levels of quality controls three (3) times qc 3x each level and ran a precision 10x on sample tube, no errors were found. He verified that the instrument was functional. No further action required by field service. The most probable cause of the reported event was due to a z axis error and a bent needle.

Event description:
On (B)(6) 2017, a customer reported z-axis errors with their g8 analyzer and indicated that their instrument was not processing samples. The customer was unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.